Event description:
During a laparoscopic gastric bypass procedure, the device did not cut, and only one side of the cartridge stapled all the way up. There was no pt consequence. Unk how case was completed.